Event description:
The account alleged the hi/low ran up unintentionally. The account stated that a pt was in the bed and the bed was being used in a high observation unit and there were no injuries.

Manufacturer narrative:
The tech replaced the siderail switch assembly to repair the bed.